Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the day after having a generator change, the patient got an audible alert for rv pacing and defibrillation impedance out of range. The patient went into the clinic the next day, and a device interrogation showed a high rv coil impedance on the right ventricular (rv) lead. The rv lead was reprogrammed from lv tip to rv coil to lv tip to lv ring. The patient was brought back in for a procedure approximately one week later. It was found that the rv lead had not been fully seated into the header during the initial device changeout. When the lead was fully seat into the header all out of range impedance values returned to expected values. Both the rv lead and the cardiac resynchronization therapy defibrillator (crt-d) remain in use. No patient complications have been reported as a result of this event.